Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: (B)(4). The journal article has no photos and no implants were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. As the part and lot numbers are unknown, compatibility and the complaint history of the components could not be reviewed. Therefore, a definitive root cause for the complaint cannot be determined with the information provided.

Event description:
It is reported that two patients in the post traumatic arthritis group presented with deep infection, and as a result, were revised.